Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that multiple full height cubie pockets had failed and were missing in the medication application configuration. The slide bumper stops were found to be missing and were replaced. The row board cable connections were reseated, and all cubie trays and pockets were properly reseated. The drawers and pockets were tested, and all components were successfully recovered and confirmed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred with a "device not detected on bus" error. The issue affected drawer 6, pockets d1 and d3. Multiple reboot attempts were performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.